Event description:
The customer reported that she was hospitalized due to low blood glucose levels less than 20 mg/dl. The customer stated that she gave herself a bolus for food that she never ate. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The customer acknowledged that the event was caused by delivering a bolus for food she did not eat. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.